Event description:
It was reported that during a ptca procedure, as the balloon catheter was advancing on the guide wire, the tip "folded over on itself", and when it was pulled back, the tip separated, reportedly, there was no patient involvement with this device.